Event description:
Pump programmed to infuse 125ml/hour over 2 hours. Volume was 250ml IV bag. Bag remained full and did not alarm that there was a malfunction. Alarmed "infusion complete" after 2 hours.